Event description:
It was reported that infusion set cannula was kinked which led to high blood glucose and it was addressed by correction bolus using pump. The event occurred on (B)(6) 2026.

Manufacturer narrative:
MDR (B)(4) / initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.